Event description:
Customer reported via phone call that there is a failed battery test. The insulin pump will be replaced. The blood glucose reading is 197 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify failed battery test alarm, battery out limit alarm due to blank display. The insulin pump received with stripped battery cap coin slot, minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.